Manufacturer narrative:
Event description: "-9.0/3.5/91" should be corrected to "-9.5/3.5/91" in the initial MDR. Claim#: (B)(4).

Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in a micro-centrifuge vial with clear surgical debris on the product. Visual inspection found no visible damage to the lens and debris on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -9.0/3.5/91 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os ) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged for longer length lens due to lens rotation not associated to a low vault. This exchange resolved the problem.